Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR # 2249697-2010-01557.

Event description:
It was reported that, "in (B)(6) 2010, the patient had undergone a tka. After 75 days later, the surgeon performed a revision surgery on the patient. Because, the 7,000 tibial component migrated to varus position. At this surgery, the surgeon noticed a pe wear on the anterior of the ps post."